Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an obstruction error. The field service engineer provided recovery instructions to the site poc, the poc recovered and restored normal operations. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an obstruction error. The customer stated that the device is showing error for obstruction but unable to recover storage space. There were no adverse events or injuries reported based on this event.